Event description:
My mother (B)(6) is a (B)(6) lady. Prior to her injury she has always been a very active woman, sewing, gardening, canning and freezing her produce. She attended meetings twice as a volunteer with the (B)(6) club and helped at their fundraising benefits. She loved to go to the casino and go shopping. In (B)(6) 2017, she sustained a right hip injury from a fall. Surgery was done and she recovered nicely; resuming all former activities. On (B)(6) 2017, the day before her (B)(6) birthday, she fell in the kitchen and broke her right femur below the previous injury; sustaining a spiral fracture which required surgical placement of a stryker femoral titanium plate to stabilize the bone and allow her leg to heal. She convalesced at home with daily therapy and nurse's visits supplied by (B)(4). (B)(6) saw her surgeon, (B)(6) md, on (B)(6) 2018 at which time he pronounced her femur healed and told her she could resume all activities with no restrictions. On (B)(6) 2018, she saw her gp for a yearly physical and was told she was fit as a fiddle. She had one final appointment with dr. (B)(6) on (B)(6) 2018; telling her she didn't have to "visit him anymore." (B)(6) continued to use her walker to maintain her balance and reduce fall risks even though she didn't have to and returned to her regular daily routine. In the early evening of (B)(6) 2018, as she walked back to her bedroom from the kitchen using her walker, a distance of 52 steps, she took a step near the end of her bed and there was a sound of a loud crack and her right leg bowed out. Luckily, I was right behind her. I supported her body by grabbing at her waist and putting my knee to her buttocks. She did not fall, but she said she felt something pop. I put her to bed. We didn't know what had made the sound, but took the precaution of putting her leg brace back on. She said it didn't really hurt much and didn't want to go to the hospital, only to be told it was just the sound of her knee popping. She slept through the night and stayed in bed most of the next day. Monday morning, (B)(6) 2018, I started calling dr. (B)(6) office to see if we could bring her in for an x-ray. I finally got through to the office around 1:30 pm after many repeated attempts. The nurse I spoke with said she should probably go to the ER. I asked if they could just see her in the office. The nurse conversed with dr. (B)(6) and he said to bring her right in. After x-rays were taken, dr. (B)(6) looked them over and came in to talk to us. He said the implant had failed and (B)(6) femur was broken again. He made arrangements for her to be pre-admitted to the hospital ((B)(6)), and we were to take her there immediately. As (B)(6) was being strapped back into her leg brace, dr. (B)(6) went out of the exam room looking angry and punched the door with his left hand muttering about how the device should never have broken. Dr. (B)(6) performed the second surgery on (B)(6) femur, removing the broken device, installing a new one of the same make and adding cadaver bone material in the break to strengthen the repair. Following surgery, dr. (B)(6) presented me with the broken implant device per my request. I have pictures of the broken device, her surgical repair x-rays from (B)(6) 2017 and the x-rays from (B)(6) 2018 showing the break. Hoping you can help us handle this matter. At her age she should never have been subjected to a second surgery due to a faulty implant. Respectfully, (B)(6).

Event description:
Add'l info received from reporter on 01/02/2019 for mw5077828: repaired on (B)(6) 2017 with stryker femoral distal titanium plate 627642 v19316 ce 0123 right. (B)(6) 2018 titanium plate failed according to orthopedic surgeon. See maude report mw5077828. Surgical removal and installed new device of same make and model with serial number (B)(4). (B)(6) 2018 new titanium plate, (B)(6) 2018 surgical removal of the 2nd failed device. Replaced with an internal femoral rod. Pt is (B)(6) years of age. Should not have had to go through two add'l surgeries due to the failure of the implanted device. Please note, the serial numbers on the implants are only one number apart. Both implants broke in the same spot and showing signs of similarly in the break. Stryker contacted us concerning the first maude report, received all necessary info from us to f/u on the first device, but did not recontact us afterwards. All x-rays and reports showed femur healed and orthopedic dr releasing her to normal activity after first implant, as well as, second implant. I have both devices in their sealed packages which were given to us after the surgeries. These implants can be tested if necessary for defects.